Event description:
Reporter alleged the lancet needle a part of the safe-t-pro case used in finger-stick blood glucose testing would not retract after use and accidentally stuck the finger of a staff member at the health center as a result. Reporter stated the staff member will be tested for hiv, hepatitis c, and hepatitis b, however, no treatment information was provided. A request was made for the return of the suspect device and replacement product was sent.